Event description:
It has been reported to philips that the customer experienced an "error 500" when loading new data in echo module. The device was in clinical use at the time of the event. No adverse events or harm were reported in the complaint. Philips has started an investigation of this complaint.